Event description:
The customer reported that elevated cardiac troponin (accutni) results, within the risk stratification range, were generated from an access 2 immunoassay system for four patients over two days. This is report is four of four and represents the initial erroneous elevated accutni result, within the risk stratification range, generated on (B)(6) 2011 for one patient sample. Repeat testing of the patient sample on the same instrument produced lower results within the normal reference range of the assay. The elevated initial result was reported outside the laboratory and it is believed that the patient was administered aspirin based upon the erroneous result. The test sample was collected in a plasma tube. The instrument assay quality control results were recovering within the customer's established specifications before the event however failed to meet specifications after the erroneous results were obtained. System check data was not supplied by the customer. The customer did not provide specific patient information, actual patient results, or additional sample collection/handling information.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) determined that the precision of the accutni assay was not meeting assay labeled claims. The fse replaced the instrument sample probe, made several corrections to instrument alignments, rebuilt the precision pumps, and replaced the incubator belt due to wear. The fse performed preventive maintenance activities on the instrument. The fse rebuilt the wash pump, replaced the aspirate probes, cleaned the wash wheel and incubator track. The fse replaced the mixer belt, pulleys, and pinch rollers. The fse re-positioned the gantry, fully realigned the probe, adjusted the mixer speeds, replaced the incubator belt and clips, and recalibrated the new belts. The fse performed a system check and a high sensitive system check which yielded acceptable results. Upon completion of the necessary and verified repairs the instrument returned back into operation. A definitive root cause for this event has not been determined to date. Associated mdrs: 2122870-2011-05537, 2122870-2011-05538, 2122870-2011-05539, 2122870-2011-05540.